Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported circuit occlusion alarms while using the avea ventilator. The customer calibrated the inspiratory pressure transducer and reported the zero a/d (analog to digital) counts were drifting. The customer reported the transducer test passed, but it did not resolve the issue. The issue occurred during patient use. The customer reported the suspect device was removed from the patient, and the patient was placed on another ventilator. There is no report of patient harm associated with the event.

Manufacturer narrative:
The carefusion failure analysis (fa) representative (rep) received the alleged faulty component for evaluation. The carefusion fa rep found no indication of damage or misuse. The gde (gas delivery engine) was installed into a known good unit and powered on. Upon start up the suspect device functioned normally, no faults indicated, and review of calibrations were done. The carefusion fa rep was unable to duplicate the customer's alleged issue, however the faults indicated in the original reported issue described is a known issue that is currently being address within carefusion.